Event description:
During a laparoscopic cholecystectomy procedure, the clips were not stopping at the end of the jaws, they were spitting out. The case was completed by using another like device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.